Event description:
Customer reportedly received results of 64 mg/dl and 300 md/dl within 10 minutes on the same device. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.